Event description:
It was reported that the procedure was to treat a de novo lesion in the mid right coronary artery (mrca) with moderate calcification and mild tortuosity. The 3x38mm xience sierra stent delivery system was advanced to the target lesion and the stent was implanted; however, a distal edge dissection was noted. Therefore, a 3x18mm xience sierra stent was implanted to treat the dissection, but another dissection occurred. A 3x15mm xience sierra stent was implanted to treat the second dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. The additional device referenced in b5 is filed under a separate medwatch report number.